Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unusual issue --writing on the meter is up side down and from right to left. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.